Event description:
MFR. Reference report: 1627487-2019-05442.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 2 of 2: MFR. Reference report: 1627487-2019-05442. Clinical study patient: study: target. Patient ID: (B)(6). It was reported that the patient was not getting adequate therapy due to lead migration. As a result, the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.